Manufacturer narrative:
Additional information per follow up, the lens was replaced with another lens with the same diopter. The customer indicated no other information was available. Device evaluation: the product was not returned for evaluation. Therefore, the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) did not come out of the cartridge. The iol was removed and replaced with a new one. There was no patient injury reported. A 30-minute delay in the surgery was reported. No additional information was provided to abbott medical optics.